Manufacturer narrative:
The end-user notified the manufacturer that she felt the brief had decreased absorbency. Reportedly, she went to a local hospital's emergency department with a fever, and "welts and rashes" to the brief site. She was diagnosed with a urinary tract infection and admitted to the hospital. The end-user stated that during her hospital stay she received unidentified antibiotics and was required to have an unidentified surgical procedure for a "kidney infection." Reportedly, the end-user also required in-home azactam antibiotic therapy after she was discharged from the hospital. The end-user did not provide the manufacturer with a lot number and indicated that no samples were available to be returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the end-user experienced a urinary tract infection, was admitted to the hospital, and required unidentified antibiotics and an unidentified surgical procedure.